Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications reported and the patient was in good condition post procedure.